Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe snapped off during the hemodialysis line flush. As a result, a new syringe was attached, 10mls of blood was withdrawn from the line, and the patient received a prophylactic antibiotic prescription before continuing the dialysis. The following information was provided by the initial reporter: "while in use to flush a patients haemodialysis lines, the tip of the syringe snapped off and remained attached to the patient's access lines. Action taken: patients access clamped off. Tip of syringe removed and new syringe attached. 10mls of blood withdrawn from line and discarded. Explanation of what happened, explained to patient. Medical team contacted and prophylactic antibiotic prescribed and administered. Dialysis continued and finished. Datix completed. Safety brief for staff updated."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2201065, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the threading was verified to be properly molded and no damage or other defects within the tip were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe snapped off during the hemodialysis line flush. As a result, a new syringe was attached, 10mls of blood was withdrawn from the line, and the patient received a prophylactic antibiotic prescription before continuing the dialysis. The following information was provided by the initial reporter: "while in use to flush a patients haemodialysis lines, the tip of the syringe snapped off and remained attached to the patient's access lines. Action taken: patients access clamped off. Tip of syringe removed and new syringe attached. 10mls of blood withdrawn from line and discarded. Explanation of what happened, explained to patient. Medical team contacted and prophylactic antibiotic prescribed and administered. Dialysis continued and finished. Datix completed. Safety brief for staff updated."